Event description:
Reference number (B)(4). Event occurred in the united states it was reported that the patient stated the infusion set and pump had not been functioning properly during that time event on (B)(6) 2026. The patient went to the emergency room, was admitted to the hospital, and received care in the ICU. The hospitalization took place on (B)(6) 2026 at approximately 7:00 pm, and the stay lasted more than twenty-four hours. The patient blood glucose level was reported to be over 450 mg/dl. Treatment for the high blood glucose included intravenous fluids, potassium, phosphorus, and saline. The serialized device beaing replaced. No further information available.

Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.